Event description:
Pt was undergoing a colorectal resection. The premium multifire ta 30 3.5 stapling device being used for reanastomosis did not deploy staples when fired. The anastomosis was handsewn.